Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twelve years and four months later, a chest x-ray revealed that previously fractured filter arm within the right lung. Approximately three months later, the patient had history of severe back pain and diagnosed with embedded inferior vena cava (ivc) filter and scheduled for filter retrieval. Pre retrieval venogram demonstrated patent inferior vena cava with mild narrowing at site of multifocal penetration. A computerized tomography (CT) revealed that an infrarenal bard recovery complicated by severe multifocal penetration into the retroperitoneum, vertebral body, psoas, and right ovarian vein. One filter arm was missing from the main body. There was severe focal stenosis around the filter. Then access was gained via right internal jugular vein. Complex inferior vena cava filter retrieval with fluoroscopic guidance was performed with 2 hours of additional procedure time because of the technical difficulty of the procedure resulting from the embedded nature of the filter and its effects on the inferior vena cava, requiring substantial additional physical and mental effort. Complex inferior vena cava filter retrieval using 16 french cook sheath and endobronchial forceps to grasp apex. Forceps reinserted for further dissection of fibrotic material from the apex of the filter. Eventually, the apex of the filter was engaged by the rigid forces. The filter was captured, collapsed into the sheath, and completely removed in its entirety. Gross description stated that the specimen was received fresh and consists of a 5 x 3 x 3 cm gray wire somewhat umbrella-shaped structure with no associated soft tissue present. Therefore, the investigation is confirmed for alleged filter limb detachment, perforation of the inferior vena cava (ivc) and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts detached and perforated. The device was removed after an attempted but unsuccessful percutaneous removal procedure. The detached strut embedded in right lung. The current status of the patient is unknown.